Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011, the patient underwent aspiration of thrombus and thrombuster medication was administered with the placement of a 2.5 x 12 mm promus stent in the mid right coronary artery (rca). On (B)(6) 2011, the patient experienced worsening of respiratory status and cardiac arrest. Treatment included thrombus aspiration, cardiac compression, intubation, percutaneous cardiopulmonary support and angiography. Additionally, a xience v 2.5 x 23 mm stent was implanted in the rca. Diffuse arteriosclerosis was confirmed in the ostium of the rca. An additional xience v 2.5 x 15 mm stent was implanted. Arteriosclerosis remained in the ostium, therefore, another xience v 3.0 x 8 mm stent was implanted. Subsequently, the patient expired on (B)(6) 2011. The physician speculated that one of the causes of death was subacute thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent: xience v 2.5 x 23 mm, 2.5 x 15 mm and 3.0 x 8 mm. The 2.5 x 23 mm xience v indicated is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There were no reported product deficiencies. The reported patient effects of thrombosis, cardiac arrest, respiratory arrest/failure, and death are listed in the (B)(4)promus instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.